Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was an emergency room visit due to low blood glucose readings of 18 mg/dl. Customer stated that the meter was reading 343 mg/dl and a bolus was given when her blood glucose readings were really 18 mg/dl. It was noted that the customer over bolused due to the meter reading. Customer stated that her husband and daughter found her in a seizure and the paramedics were called. The customer was treated with glucagon by the paramedics and taken to the emergency room where they brought her blood glucose readings up to 122 mg/dl. Customer's blood glucose reading at the time of the call was 145 mg/dl. Customer was transferred to troubleshoot the bayer meter. The product is not being returned.